Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No unexpected insulin flow block alerts noted during testing, however, some were found in the history file [(B)(6) 2025 at 18:41 and (B)(6) 2025 at 20:16]. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery alerts noted during testing, however, two were found near the event date [(B)(6) 2025 at 06:56, 06:57] and none after. All battery insertion times were longer than a week except one and thereafter longer than a week indicating a possible defective battery was used during this interval. The pump's date and time were set and monitored for five hours without any changes. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Cosmetic damage was confirmed with cracked battery tube threads and cracked case (battery tube) during analysis. Failed battery test was not confirmed during analysis. No delivery/occlusion alarm was not confirmed during analysis. Charge/battery lasts less than expected was not confirmed during analysis. Date/time anomaly was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of the insulin pump; the insulin pump's battery lasted less than seven days, the pump rejected new battery. The customer also reported a crack on the outer casing, lost settings for date and time during a battery change. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-242a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue to use the reservoir. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue to use the infusion set. Mmt-242a was requested and customer response was the device will be returned.